Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The patient's implantable cardioverter defibrillator, and atrial, left ventricular, and right ventricular leads were explanted. A new system was implanted on the opposite side. The patient was stable. Related manufacturer reference number: 2017865-2019-09328. Related manufacturer reference number: 2017865-2019-09332. Related manufacturer reference number: 2017865-2019-09338.